Event description:
Boston scientific received information that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. At this time, no adverse patient effects were reported and additional information has been requested from the field representative.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient was see by the physician and a device evaluation was done. The shock impedance was 59 ohms and the electrograms (egms) were normal. The physician elected to continue to monitor the system with the remote home monitoring equipment. No intervention was performed or is being planned. No adverse patient effects were reported.